Event description:
During training by facility staff, the device's pacer rate was incorrect. When set at 80 pulses per minute, the device's pacer rate was read at 60 pulses per minute. When set at 60 pluses per minute, the device's pacer rate was read at 40 pulses per minute. Complainant indicated that there was no pt involvement in the reported malfunction.